Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the catheter was unintentionally cut using the tuohy needle during the catheter insertion step of the implantation procedure and the cut portion was left inside the patient. A second catheter was used to complete the procedure. There were no patient effects reported.